Event description:
Information was received regarding a cadd ms3 pump being used to deliver 55ng/kg/min or remodulin subcutaneously for the treatment of pulmonary arterial hypertension. It was reported that the patient woke up from a nap and could smell remodulin. The pump was reportedly wet. The pump was replaced and there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
E4 is unknown. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) a product sample was received for evaluation. Visual and functional testing were performed. Front and rear housing was found damaged. Visual inspection confirmed the customer complaint. The root cause was determined to be customer damage. The rear housing was damaged. Actions done to correct the reported problem was replace rear housing. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.